Manufacturer narrative:
The investigation for the thrombus and low pump flow has been completed. Product was returned and evaluated. Biomaterial was found on and around the impeller. No other abnormalities were found. Logs show a sudden motor current spike on the eighth day of support followed by a drop in flow from 3.1 to 0.6 l/min. The root cause of the low pump flow was most likely biomaterial. The failure mode thrombus was removed and incorporated into the root cause of low pump flow. The instructions for use for the impella rp with smartassist system states the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ added h9 device return date.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella rp flex support. While on support, impella flows dropped significantly from 3 to 0.7. Pressures and motor current waveforms/numbers spiked on impella. Impella was explanted due to thought of clot ingestion. The patient survived the event.